Event description:
It was reported by the patient¿s family member that the patient had an alert caused by the patient¿s lead and went to the clinic to turn the alarm off. Follow-up was conducted with the clinic and from the information obtained it was reported that the right ventricular (rv) lead alerted for high impedance. The lead¿s high limit was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead exhibited noise and was possibly fractured. The rv lead was explanted and replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. It was noted that the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory also indicated the right ventricular lead integrity alert.